Event description:
This report addresses the issue of use error- reuse of supplies. The customer contacted baxter's technical service center for check lines and bags alarm. During troubleshooting, the care giver(cg) stated that they replaced the bags and reconnected to the same lines. The baxter technical representative (tsr) assisted the cg to stop therapy after she stated that she had replaced the bags. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue of use error-reuse of supplies was confirmed,however the cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.